Manufacturer narrative:
Approximate age of device: 2 years, 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced cerebral bleeding/hemorrhagic cerebrovascular accident, which was confirmed by a CT scan. The patient expired on 03/13/2015 with the cause of death noted as cerebral hemorrhage.

Manufacturer narrative:
A specific cause for the reported cerebral hemorrhage and hemorrhagic stroke, and correlations to the device could not be conclusively determined. The pump was not explanted, and is not available for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.